Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). Prior to testing, the customer received errors indicating an issue with the application of blood to the test strip and an error indicating the time for sample application had been exceeded. At 2:16 p.m., a sample from the patient was tested using the meter, resulting in a value of 5.5 inr. At 2:34 p.m., a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and a replacement product was sent to the customer. The test strips have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.5 inr. Qc 3: 5.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The errors experienced by the customer are consistent with operator errors. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.